Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper arm cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem) at that area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed and the results of the returned device analysis, the single gripper actuation issue and the observed bulky/loose gripper cover, appear to be due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper arm cover being pinched by harness (mechanical jam), however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that the posterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. It was noted that "+" and "a" knob were applied when positioning the clip. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.